Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alarmed for call service 064. Reportedly, the reporter was unable to complete the prime step with pump reboot or tubing change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.